Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/26/2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. On the morning of (B)(6) 2018, the patient was sleeping when the low alert went off with a reading of 72mg/dl. The patient started convulsing and his wife had to administer him with coke to bring him out of the convulsions. The patient did not perform a fingerstick to check their blood sugar level; however, it was reported that the patient usually goes into convulsions if their blood sugar is below 30mg/dl and mentioned the cgm had to be wrong. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined.